Event description:
It was reported that the premature battery depletion occurred. At the last refill, on (B)(6) 2014, the elective replacement indicator (eri) was scheduled to occur in 53 months. Per pump logs, eri occurred on (B)(6) 2015 with a schedule to replace by date of (B)(6) 2015. A pump replacement was scheduled for (B)(6) 2015. There were no patient symptoms associated with the event. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver morphine 30mg/ml at 16.489mg/day. The cause of the event and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed a feedthru anomaly, specified as shorting across the insulator.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.